Manufacturer narrative:
Date of event was reported in multiple time frames: (B)(6) 2018: still feeling stim after turning off; (B)(6) 2018: sick/therapy not working. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, urge incontinence, and gastrointestinal/pelvic floor. It was reported that the patient was not feeling well/sick, had the flu, and was on some medications. They also reported that the implant/therapy did not seem to be working/stopped working so their healthcare professional (hcp) suggested/advised they turn the stimulation off. It was unknown if there were any environmental/external/patient factors that may have led to the issue. The patient inquired if this was normal and if it was normal to still feel some stimulation after the stimulation had been turned off. They turned the stimulation off yesterday and needed assistance with turning it back on. In addition, the patient encountered a screen on the programmer that indicated the batteries needed to be replaced. This surprised the patient the batteries had already depleted so quickly as it had been less than the average 2 months. Programmer education was provided to the patient. They replaced the batteries during the report and was able to successfully connect the programmer to the ins. The programmer showed the patient was set to program 2 at 0.6 and that the stimulation was on. The issue was reported as not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. There were no further complications reported or anticipated.